Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump displayed primary audible alarm bgnd test and acu watchdog failure. No patient injury reported.

Manufacturer narrative:
Device evaluation: both tamper seals were intact. There were no signs of external damage. Event history log showed primary audible alarm post, followed by acu watchdog failure. Acu watchdog failure alarm is a secondary alarm related to the primary audible alarm post. Power up process, audio test, occlusion test were performed; cannot duplicate reported issue, no problem was found. Adc (analog-to-digital converter) counts were within specification. No repair needed for reported problem since no problem was found. Performed power up process, audio test, pm (preventive maintenance) and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.